Event description:
Technician stated that the siderail end tube was broken in two where the siderail latch connect to the end siderail tube. He replaced the siderail end tube to correct the issue. No report of injury.